Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient on their architect i2000sr analyzer. Sample ID (B)(6) generated an initial result of 0.422 (uom not provided). The sample was recentrifuged and retested generating a negative result of 0.021 (uom not provided). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the customer's instrument logs, in-house testing, and a review of labeling. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was identified during the lot search for likely cause 44996un17. The customer's instrument logs were reviewed related to the sample. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Accuracy testing was completed using a retained kit of reagent lot 44996un17. Acceptance criteria was met which indicates acceptable product performance. Labeling was also reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified. Refer to related manufacturer report number 1628664-2017-00398 for the device evaluation of the architect i2000sr analyzer.